Event description:
It was reported to manufacturer, by facility, (B)(6), per facility they were using the (B)(4) rails when a resident put his arm through the horizontal bars of the rail to get something off his beside when the plastic molding from the rail caused his skin to pull and tear. Medical attention needed to close the tear. Facility stated the rails were five years old, not broken, and in excellent condition. No ra was issued; no product defect and rail is still in use. They decided to put resident in a different bed and rail style. No further issues.